Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed an "error 1" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that on (B)(6) 2011 immediately prior to testing, she felt "light headed and was in a cold sweat." The patient reported that the alleged product issue began on (B)(6) 2011 at 03:00pm. The patient reported that she manages her diabetes with insulin (self adjuster). The patient further stated that when the issue began she made no changes to her diabetes routine. The patient stated that she took no as treatment due to the product issue. During troubleshooting, the cca confirmed the patient was not using the subject meter for the first time. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms began prior to the start of the product issue and the patient did not receive any form of medical intervention. However, this malfunction is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.